Event description:
On (B)(6) 2019, a 22mm amplatzer vascular plug 2 was selected for implant. During the procedure, it was observed that the right gastric vein was irregular. When the device was deployed, the middle lode did not open as expected. The device was removed from the patient and was reflushed and re-prepped. During re-prep, the device was deployed in the saline solution, but the middle lope did not open. A 16mm device and sclerosing agents were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event of the middle lobe not fully expanding could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.